Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 3.5x26mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. After a non bsc guide wire crossed the lesion, predilation was performed with a 2.5 x 15 maverick balloon catheter. A 3.50x28mm promus element plus stent was then deployed to the target lesion. However, post stenting, the physician noted a dissection at the distal site of the implanted stent. A 3.0 x 28mm promus element stent was implanted to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.